Event description:
Customer reported a torn sensar ar40e intraocular lens (iol). No patient injury reported. No further information provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: not applicable, there is no indication that the lens was implanted. If explanted, give date: not applicable, there is no indication that the lens was implanted. Therefore, not explanted. Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: it was acknowledged that the intraocular lens damage occurred during the assembly and the event should not have been reported. Therefore, the event no longer meets the reportable criteria, and no further information will be provided under this manufacturer report number 3012236936-2022-02109. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.